Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve not shifting associated malfunctions for this device: sieve beds dusted, pilot valve alarms.